Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticm5_13.2, -11.00/1.0/094 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was not implanted but there was patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.

Manufacturer narrative:
B5 - reporter has provided confirmation that "the lens was not implanted ; there was a patient contact, but no patient injury." Claim #(B)(4).